Event description:
It was reported that prior to the implant, visual inspection of the lead showed a kinked distal end, before the ring conductor. Testing of the helix mechanism showed that the helix extracted fitfully. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.